Event description:
While walking pt on cot into hospital, cot collapsed from high position to low. This occurred approximately 20 feet from medic unit. No injury to pt. Cot was checked to ensure it was locked in up/high position during removal from medic unit.